Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lv lead had chronically high thresholds. The device was replaced due to eri. The thresholds remained high. The lead was not replaced. No complications were reported as a result of this event. Later review of manufacturer's database revealed the patient had died (B)(6) 2008.